Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The device manufacturing record (mre) and sterilization certification was requested and reviewed. No related deviations or anomalies were identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing record (mre) and sterilization certification (attached) was requested and reviewed. No related deviations or anomalies were identified. Device history review: the device manufacturing record (mre) and sterilization certification was requested and reviewed. No related deviations or anomalies were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly swap I&d due to infection. Doi: (B)(6) 2017, dor: (B)(6) 2021, left hip.